Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pacemaker implant procedure. After positioning, the lead exhibited a loss of capture. ¿the coil was broken¿ and the lead was replaced. The patient was stable and no adverse events were noted.

Manufacturer narrative:
Analysis was normal. No anomalies were found. Final analysis found damaged inner insulation due to an overtightened suture sleeve at the proximal region of the lead. Damages found were consistent with procedural damage.